Event description:
A questionnaire was returned on 1/30/97 where the user facility reports as lens was placed into the capsule and opened the surgeon became aware of a scratch on the lens. The wound was widened to remove the lens. Origin of scratch is reported to be unknown.